Event description:
Pt had a pacemaker implanted in aug. 1991. In mid dec. 96 pt came to the hospital with increased pacer voltage. Pacer needed adjustment/replacement. Md brought pt back in after holidays on 12/31/96 for testing. In cath lab it was determined that ventricular lead wire was not relaying stimulus. The wire was changed and tested and pt is ok at this time.